Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative and a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient was in the hospitalized 4 days ago ((B)(6) 2024) because they hadn't been able to empty their bladder because their device wasn't working. Their device stopped working 2 weeks ago. They had to have a catheter placed. The patient wanted to make an adjustment, but their handset wouldn't power on. The issue was not resolved through troubleshooting. A replacement handset was sent. On 2024-sep-12 additional information was received from the patient. They reported that they needed help connecting with their new external equipment, which they were able to successfully connect and adjust their stimulation. The troubleshooting steps that were taken resolved the issue.